Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Strips not returned.

Event description:
Reporter states patient tested 4.5 inr on the coaguchek xs system while a comparison lab returned as 2.6 inr. Patient's coumadin dose was held based on the meter. No adverse event reported. Requested return of suspect system and replacement was sent.